Manufacturer narrative:
Addition the gore® excluder® aaa endoprosthesis aortic extender catheter was returned to gore for evaluation. Per the engineering evaluation the aortic extender catheter was returned with the endoprosthesis deployed off the delivery catheter. The deployed device was not returned for evaluation. The deployment knob with attached deployment line was returned for evaluation. The length of the deployment line was compared to the catheter length. The length of the deployment line was longer than the catheter. There were kinks in the deployment line from where the deployment line was part of the stitches of the constrained sleeve. There were no anomalies noted in the length of the deployment line. The physician¿s observations for partial deployment could not be confirmed with the currently available information. The cause for the partial deployment could not be determined by the currently available information. Code 22- the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis: incomplete component deployment and stent fracture.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the patient underwent an endovascular procedure using non-gore devices (including main body) and a gore excluder aaa endoprosthesis aortic extender component (pla260300j/18619500), with a gore dryseal flex introducer sheath (dsf1833/19946830) to repair an abdominal aortic aneurysm. The non-gore devices were delivered from the patient¿s left side and deployed at the intended position. A bare metal stent (omnilink; 10mm in diameter, 19mm in length) was inserted from the right side and deployed at the common iliac artery. The pla260300j was then advanced within the bare metal stent up to the abdominal aorta to extend the non-gore devices proximally. After deployment of the pla260300j, it was noted that the distal portion of the device did not fully open. A touch-up ballooning was performed to open up the device; however it remained partially deployed. As there was no issues with the distal blood flow and abi, the procedure concluded with no further action to the partial deployment. The patient tolerated the procedure. It was reported that there was resistance while advancing the dsf1833 at the aortic neck of the non-gore main body. The physician is reported to be concerned that the inner lumen of the dsf1833 was damaged while advancing the pla260300j catheter, and a circumferential piece separated from the sheath wrapped the pla260300j device and then contributed to the partial deployment.